Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness. Customer had assistance from husband who provided glucagon via syringe and emergency medical services provided intravenous fluids of sugar water and oxygen to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.